Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: dislodged stent requiring surgical intervention. Device issue: dislodged stent. It was reported that the procedure was to treat a highly calcified lesion located in the left anterior descending (lad). After pre-dilatation, the 2.75 x 15 mm xience v was advanced, but was unable to cross and the stent dislodged. The patient was sent for by-pass surgery and is reportedly doing okay. No additional event or patient information is available.